Event description:
It was reported that the pulse generator could not be interrogated. It was noted that the patient was in normal sinus rhythm, with a magnet rate of 68 pulses per minute. The patient would be monitored.

Manufacturer narrative:
Na